Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling and applicable manufacture records. Based on a review of the information, the following was concluded: the device was returned to service facility for evaluation. During evaluation, the reported issue of the dark images was confirmed. The unit displays dark horizontal lines in the ultrasound image due to an internal failure within the rfid antenna, causing interference in the image. H3 other text : evaluation findings are in section h11.

Event description:
It was reported the screen turned blue and will not power up. It was found during evaluation: the unit displays dark horizontal lines in the ultrasound image due to an internal failure within the rfid antenna, causing interference in the image.